Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient was not hospitalized and was treated with cefazolin (one gram, intra-peritoneal, duration ten days, frequency not reported) and ceftazidime (one gram, intra-peritoneal, duration ten days, frequency not reported). Dianeal therapy was ongoing. At the time of this report, the patient has recovered. No further information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.